Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device took an extended time to charge energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was not observed in the device history logs or during evaluation. The device was subjected to extensive testing including defib cycle testing and bench handling testing using a known good battery and multifunction cable without duplicating the report. Internal inspection found no discrepancies that would be related to the report. The battery lug nuts were reassembled as a precaution. The device was be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.